Event description:
Before dialysis started, blood was seen at the catheter exit site and the catheter did not flush properly on the arterial side. Just before start, blood was coming from a small hole in the catheter about 1 cm from the bifurcation. Catheter was placed 2001.